Manufacturer narrative:
(B)(4).

Event description:
Manufacturer was notified of the following information on 23 sep 2016: a (B)(6) patient was implanted with dla27 and mitroflow valsalva conduit on (B)(6) 2014. Dla27 was explanted on (B)(6) 2016 at patient's age of (B)(6) and replaced with mechanical valve. Patient had series of embolic events leading to approximately 5 strokes. No further information was provided.

Event description:
On november 20, 2016, manufacturer received further information that the patient presented a series of embolic events leading to 5 strokes, those events required anticoagulation therapy first with dabigatran and then with warfarin and aspirin (these double treatment was started after the 5th stroke). Since the intra-valvular gradient appeared slightly increased from the time of valve implant, the decision was taken to explant the mitroflow valve and implant a mechanical valve.